Event description:
Bilateral breast augmentation approximately 9 yrs - ago - now has marked ptosis and implants have shifted laterally - desires to be larger, also has saline implants now 350cc+. Pt underwent bilateral lateral capsulectomy with implants removed. Implants were removed intact and in good condition. No apaprent leaking etc. Pt augmented with 400cc silicome implants.